Manufacturer narrative:
Correction b5: the transfer set was replaced because of the issue and to prevent infection (omitted on initial report). H10: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak at the connection between the transfer set and the patient line of the cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient retightened the connection and the connection continued to leaked. Renal therapy services assisted the patient in ending the therapy session and advised to start over therapy with new supplies. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.